Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon interrogation, the pulse generator exhibited backup vvi operation and premature battery depletion. It was noted that the patient may have had MRI performed prior to this event. The device was explanted and replaced. The patient was well prior, during, and post operation.